Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regs3221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer a powerglide pro rt catheter fracture inside a patient. Catheter was removed successfully and recovered by the physician."

Event description:
It was reported by the customer a powerglide pro rt catheter fracture inside a patient. Catheter was removed successfully and recovered by the physician."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 20ga x 8cm powerglide pro midline catheter. Usage residues were observed throughout the sample. The catheter had been advanced and the housing was not returned. The catheter was received in two segments which shared a complete break 3.8cm from the molded joint. Microscopic inspection of the break site revealed a tapered profile. The break surface exhibited a partially glossy and partially dully granular fracture surface. A longitudinally aligned scoring mark was visible on the inside surface of the catheter leading into the fracture site. The break features were consistent with damage initiated by contact with the introducer needle tip. Such damage can occur if the catheter is withdrawn back onto the needle tip or if the needle is reinserted following catheter advancement. H3 other text : evaluation findings are in section h11.